Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted the guidewire failed to be advanced into the left ventricular lead and the lead entered the contaminated area. The lead was not used and replaced on 21 apr 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to advance guidewire and lead contamination were not confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspection, electrical test and x-ray of the lead found no anomalies. The test guidewire was fully inserted and removed from the lead without restriction during the guidewire insertion test.